Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant product: left mentor memorygel, 400cc gel breast implant, catalog number 3504001bc, lot number 563738. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent n unknown breast procedure with mentor memorygel, 400cc gel breast implants which the patient reported that started having no energy, thyroid issues, neck and back pain, brain fog, blurred vision, rashes, joints aching, and being tired after implantation. Patient reported that she will have the implants removed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right implant.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the report referring to: manufacturer report number:1645337-2018-02985 is not correct and the correct report is as follow: the DHR cannot be reviewed due to the lot number provided by the customer is incomplete and does not correspond to a finished device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/27/2020, additional information received indicated that patient removed the implants on (B)(6) 2018, and mentor estimated the date as (B)(6) 2018. Patient also indicated after the removal her symptoms were subsided. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/23/2020, mentor became aware that the initial submission had mistakes on 1. Patient identifier, 1. Initial reporter first name, and 1. Initial reporter last name the corrections are as follow: patient identifier is ni, and initial report first and last name is: (B)(6), and the country of reporter is (B)(6). The reporter didn't include phone number or email. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) of lot number 563738 could not be reviewed, as the quality operations team was unable to locate the physical DHR file. An internal corrective action has been opened to investigate and address this issue. (B)(4).